Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The low frequency attenuation filter was programmed on. There were no reported patient consequences.

Event description:
New information received notes no programming changes were being made, the patient was just going to be monitored remotely and to continue with regular follow up in clinic. There were no patient consequences.